Event description:
The customer reported getting pacer/shock equipment malfunction messages.

Manufacturer narrative:
The customer reported getting pacer/shock equipment malfunction messages. The unit was evaluated at philips and the symptom was verified. Reloading the software resolved the reported issue.